Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure fluid loss was seen due to a pin size hole identified in the cuff by injecting some fluid into the component. There were no patient complications related to the event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of a mechanical issue and fluid leak could be confirmed with the product analysis results as the identified leaks could lead to the device not operating as expected. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The cuff was visually and microscopically examined. The component revealed a pinhole in the cuff shell. This damage was consistent with wear at a fold. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. During the procedure fluid loss was seen due to a pin size hole identified in the cuff by injecting some fluid into the component. There were no patient complications related to the event.